Event description:
A cartridge alarm 30 and cartridge alarm 20 were reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support arranged to replace the pump and provided instructions for returning the faulty device. The customer understood all instructions, including how to manage the pump before returning it, and acknowledged the receipt of a replacement pump with updated software.